Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: october 28, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification was performed on the suspect product. The plunger rod was found fully advanced. The cartridge was inspected, and traces of balanced salt solution (bss) were observed inside the cartridge; however, it was not evenly distributed throughout the cartridge which indicated that an inadequate amount of bss may have been used. The lens module was opened and inspected, and no issues were observed. The plunger rod was inspected revealing damage to the edge of the plunger rod tip. No issues with the handpiece were identified. The lens was visually inspected revealing that the lens was cut in half. Damage to the edge of the lens was observed. A brownish substance observed on the surface of the lens was forwarded for further analysis. The material was identified as cellulose (e.g., lint, paper, cardboard). The fourier transform infrared (ftir) spectrum raw data output file generated was compared against the manufacturing process ftir library. The analysis did not yield any results with at least a 0.90000 correlation. The video provided by the customer was also evaluated. The video showed the implantation procedure in which the suspect product was implanted. The lens was implanted and damage was observed on the edge of the lens. A possible clear substance was also observed. The complaint issues of "foreign material - loose" and "lens damaged" were identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. ¿ all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the extended depth of focus intraocular lens (iol) was implanted in the patient's left eye, the physician experienced a strange feeling in the corners of the edges of the iol in both temporal and nasal sides. It appeared that white foreign material was attached to the temporal side. The nasal side appeared rough with damaged edges. The physician also reported feeling anxious about the adhered foreign material. Therefore, the iol was explanted and replaced 2 hours after the initial surgery. No white foreign material was removed at irrigation/aspiration, but white foreign materials were removed by rubbing against the iris during iol explantation. Doctor indicated that it is uncertain whether any white foreign materials remained on the iol that was removed. In addition, the damage to the nasal side of the iol were quite evident. The account also reported that the iol setting was performed using balanced salt solution (bss). There was no resistance at the time of iol insertion, and there was no change from the usual process. The haptics movements were normal, showing normal iol release behavior. Through follow-up, we learned that during iol exchange, the incision was extended by approximately 3.5 mm. The patient did not require hospitalization. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.